Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation inspected the device and observed a related issue with the pump unable to recognize being open. Evaluation determined the problem to be attributable to failure of the upper latch switch. The upper auxiliary was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the pump unable to recognize being open. No additional information is available.